Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with external devices due to it being inoperable. Troubleshooting attempts have been unable to provide resolution. As a result, the patient's ipg was explanted and replaced.